Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of ¿iui-male(right) - communication failure¿ was confirmed. On 16-jun-2025, lvp device was received unboxed and with paperwork. Internal inspection revealed misalignment of the motor control board causing the communication failure. Device to be returned to san diego repair center for processing. Noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Recommend bd san diego repair center replace the new tamper seal. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed iui male right communication. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed iui male right communication. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of ¿iui-male(right) - communication failure¿ was confirmed. ¿ on 16-jun-2025, lvp device was received unboxed and with paperwork. ¿ internal inspection revealed misalignment of the motor control board causing the communication failure. ¿ device to be returned to san diego repair center for processing. ¿ noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Recommend bd san diego repair center replace the new tamper seal. ¿ failure investigation report attached to salesforce this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed iui male right communication. There was no patient involvement.